Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain], digestive problems [digestion impaired], persistent fatigue [chronic fatigue], joint pain [joint pain], plantar pain [foot pain], bilateral rhizarthrosis [rhizarthrosis], always in a lot of discomfort, especially on the left in pain for several years [discomfort], dropping objects due to lack of strength [strength loss of], no argument for carpal tunnel syndrome [carpal tunnel syndrome], impaired contraction of the flexor carpi radialis [upper extremity dysfunction], intermetacarpal trapezial osteophytosis on the left [osteophytosis], pain in the right hypochondrium [hypochondrium pain right], nausea upon ingestion of fatty foods [nausea], polyps [polyps], paratubal serous cyst [paratubal cyst], lighter menstrual periods [light periods], food intolerances [food intolerance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-feb-2026. The most recent information was received on 06-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced back pain (seriousness criterion intervention required), dyspepsia ("digestive problems"), fatigue ("persistent fatigue"), arthralgia ("joint pain") and pain in extremity ("plantar pain"). Essure was removed on (B)(6) 2023. On unknown date she experienced osteoarthritis ("bilateral rhizarthrosis"), discomfort ("always in a lot of discomfort, especially on the left in pain for several years"), asthenia ("dropping objects due to lack of strength"), carpal tunnel syndrome ("no argument for carpal tunnel syndrome"), musculoskeletal disorder ("impaired contraction of the flexor carpi radialis"), exostosis ("intermetacarpal trapezial osteophytosis on the left"), abdominal pain upper ("pain in the right hypochondrium"), nausea ("nausea upon ingestion of fatty foods"), polyp ("polyps"), adnexa uteri cyst ("paratubal serous cyst"), hypomenorrhoea ("lighter menstrual periods") and food intolerance ("food intolerances"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). At the time of the report, the back pain, dyspepsia, fatigue and food intolerance were resolving and the arthralgia and pain in extremity had not resolved. The outcomes for osteoarthritis, discomfort, asthenia, musculoskeletal disorder, exostosis, abdominal pain upper, nausea, polyp, adnexa uteri cyst and hypomenorrhoea were unknown. No causality assessment was received for essure with regard to back pain, dyspepsia, pain in extremity, osteoarthritis, fatigue, arthralgia, discomfort, asthenia, carpal tunnel syndrome, musculoskeletal disorder, exostosis, abdominal pain upper, polyp, nausea, adnexa uteri cyst, hypomenorrhoea or food intolerance. The reporter commented: over all these years, blood tests and other examinations have been carried out without finding anything conclusive; the only existing evidence is the reduction or disappearance of symptoms after removal. If surgery is required: metacarpophalangeal joint prosthesis on the right and trapezectomy + ligament suspension on the left due to peri-trapezial involvement. In all cases: post-surgery rest period = 6 months. Reassignment should be considered beforehand, as returning to the same type of role will be impossible afterwards. Occurrence period: 15 days after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): shows the absence of metallic residue, she is healing well. [Arthrogram] on (B)(6) 2019: evidence of an oblong, heterogeneous calcification of intermediate tone with a fragmented appearance at the end of the supraspinatus tendon, measuring 3 cm in its longest coronal axis and 2 cm in thickness, 9 mm in the sagittal plane. The deep surface of the rotator cuff has a regular appearance. No passage of the contrast agent into the subacromial-deltoid bursa, no image of transfixing perforation. [Pathology test] on (B)(6) 2023: macroscopic examination: the sample is included entirely in a block (a). Microscopic examination: we observe numerous fragments of well-differentiated endometrial mucosa, consisting of glands in normal or increased numbers, lined by regular mono- or pseudo-stratified columnar cells. The glands are well separated by an oedematous cytogenic chorion. It is associated with fragments of myometrium. The fallopian tube measures 9 cm. There is a serous paratubal cyst, measuring 0.7 cm. The essure is in place. Staged sampling is included in one block (b). Microscopic examination: the electrocoagulated fallopian tube is remodelled by a slightly inflammatory fibrosis. Its architecture is normal. The epithelium is regular and well differentiated. The presence of a benign paratubal serous cyst is confirmed. The fallopian tube measures 10 cm. There is a 1.5 cm serous paratubal cyst. The essure is in place. Staged sampling is included in one block (c). Microscopic examination: the electrocoagulated fallopian tube is remodelled by a slightly inflammatory fibrosis. Its architecture is normal. The epithelium is regular and well differentiated. The presence of a benign paratubal serous cyst is confirmed. Conclusion: 1. Endometrial biopsy: endometrial hyperplasia without atypia. 2. Left salpingectomy: fallopian tube whose morphological appearance is within normal limits. 3. Right salpingectomy: fallopian tube whose morphological appearance is within normal limits. [Ultrasound abdomen] on (B)(6) 2022: results: the liver is of normal size, homogeneous echostructure comparable to the adjacent renal cortex. No signs of liver dysmorphism. Permeability of the portal vein and hepatic veins in the physiological sense. The gallbladder is semi-full, with thin walls, and does not contain any stones. The kidneys are in their anatomical position in the lumbar fossae. No dilation of the pyelocaliceal cavities, good corticomedullary differentiation. No supramillimetric calculi were visualised. Spleen and pancreas unremarkable. The bladder is filled with transonic content and has thin walls. No intra-abdominal effusion. Conclusion: abdominopelvic ultrasound finding nothing of note. [X-ray] (date unknown): marked intermetacarpal trapezial osteophytosis on the left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] digestive problems [digestion impaired] persistent fatigue [chronic fatigue] joint pain [joint pain] plantar pain [foot pain] bilateral rhizarthrosis [rhizarthrosis] always in a lot of discomfort, especially on the left in pain for several years [discomfort] dropping objects due to lack of strength [strength loss of] no argument for carpal tunnel syndrome [carpal tunnel syndrome] impaired contraction of the flexor carpi radialis [upper extremity dysfunction] intermetacarpal trapezial osteophytosis on the left [osteophytosis] pain in the right hypochondrium [hypochondrium pain right] nausea upon ingestion of fatty foods [nausea] polyps [polyps] paratubal serous cyst [paratubal cyst] lighter menstrual periods [light periods] food intolerances [food intolerance] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced back pain (seriousness criterion intervention required), dyspepsia ("digestive problems"), fatigue ("persistent fatigue"), arthralgia ("joint pain") and pain in extremity ("plantar pain"). Essure was removed on (B)(6) 2023. On unknown date she experienced osteoarthritis ("bilateral rhizarthrosis"), discomfort ("always in a lot of discomfort, especially on the left in pain for several years"), asthenia ("dropping objects due to lack of strength"), carpal tunnel syndrome ("no argument for carpal tunnel syndrome "), musculoskeletal disorder ("impaired contraction of the flexor carpi radialis"), exostosis ("intermetacarpal trapezial osteophytosis on the left"), abdominal pain upper ("pain in the right hypochondrium"), nausea ("nausea upon ingestion of fatty foods"), polyp ("polyps"), adnexa uteri cyst ("paratubal serous cyst"), hypomenorrhoea ("lighter menstrual periods") and food intolerance ("food intolerances"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). At the time of the report, the back pain, dyspepsia, fatigue and food intolerance were resolving and the arthralgia and pain in extremity had not resolved. The outcomes for osteoarthritis, discomfort, asthenia, musculoskeletal disorder, exostosis, abdominal pain upper, nausea, polyp, adnexa uteri cyst and hypomenorrhoea were unknown. No causality assessment was received for essure with regard to back pain, dyspepsia, pain in extremity, osteoarthritis, fatigue, arthralgia, discomfort, asthenia, carpal tunnel syndrome, musculoskeletal disorder, exostosis, abdominal pain upper, polyp, nausea, adnexa uteri cyst, hypomenorrhoea or food intolerance. The reporter commented: over all these years, blood tests and other examinations have been carried out without finding anything conclusive; the only existing evidence is the reduction or disappearance of symptoms after removal. If surgery is required: metacarpophalangeal joint prosthesis on the right and trapezectomy + ligament suspension on the left due to peri-trapezial involvement. In all cases: post-surgery rest period = 6 months reassignment should be considered beforehand, as returning to the same type of role will be impossible afterwards. Occurrence period: 15 days after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): shows the absence of metallic residue, she is healing well [arthrogram] on (B)(6) 2019: evidence of an oblong, heterogeneous calcification of intermediate tone with a fragmented appearance at the end of the supraspinatus tendon, measuring 3 cm in its longest coronal axis and 2 cm in thickness, 9 mm in the sagittal plane. The deep surface of the rotator cuff has a regular appearance. No passage of the contrast agent into the subacromial-deltoid bursa, no image of transfixing perforation [pathology test] on (B)(6) 2023: macroscopic examination: the sample is included entirely in a block (a). Microscopic examination: we observe numerous fragments of well-differentiated endometrial mucosa, consisting of glands in normal or increased numbers, lined by regular mono- or pseudo-stratified columnar cells. The glands are well separated by an oedematous cytogenic chorion. It is associated with fragments of myometrium. The fallopian tube measures 9 cm. There is a serous paratubal cyst, measuring 0.7 cm. The essure is in place. Staged sampling is included in one block (b). --microscopic examination: the electrocoagulated fallopian tube is remodelled by a slightly inflammatory fibrosis. Its architecture is normal. The epithelium is regular and well differentiated. The presence of a benign paratubal serous cyst is confirmed. The fallopian tube measures 10 cm. There is a 1.5 cm serous paratubal cyst. The essure is in place. Staged sampling is included in one block (c). --microscopic examination: the electrocoagulated fallopian tube is remodelled by a slightly inflammatory fibrosis. Its architecture is normal. The epithelium is regular and well differentiated. The presence of a benign paratubal serous cyst is confirmed. Conclusion: 1. Endometrial biopsy: endometrial hyperplasia without atypia. 2. Left salpingectomy: fallopian tube whose morphological appearance is within normal limits. 3. Right salpingectomy: fallopian tube whose morphological appearance is within normal limits. [Ultrasound abdomen] on (B)(6) 2022: results: the liver is of normal size, homogeneous echostructure comparable to the adjacent renal cortex. No signs of liver dysmorphism. Permeability of the portal vein and hepatic veins in the physiological sense. The gallbladder is semi-full, with thin walls, and does not contain any stones. The kidneys are in their anatomical position in the lumbar fossae. No dilation of the pyelocaliceal cavities, good corticomedullary differentiation. No supramillimetric calculi were visualised. Spleen and pancreas unremarkable. The bladder is filled with transonic content and has thin walls. No intra-abdominal effusion. Conclusion: abdominopelvic ultrasound finding nothing of note. [X-ray] (date unknown): marked intermetacarpal trapezial osteophytosis on the left. Case comments: standard ccc: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.